Manufacturer narrative:
Siemens completed investigation for an outside of the us (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih) result on one patient sample. The result was discordant relative to repeat testing. Tnih kit lot 101 was in use at the time. Siemens's investigation included an assessment of the following: reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of system log files. Reagent trace review concluded that there was no evidence of a hardware issue that is impacting delivery of tnih reagents. Sample trace review concluded that there was no evidence of a hardware issue that is impacting delivery of 100ul volume of sample. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result cannot be determined. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed initial MDR 1219913-2024-00305 on 14-may-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
An outside of the united states (ous) customer notified siemens of an observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Tnih kit lot 101 was in use at the time. An initial result above reference threshold was obtained for the patient in question. The patient was referred to the emergency room, where a new sample was drawn and tested; this result was below reference threshold (¿negative¿). The original sample was re-tested on two atellica im analyzers, and both results were low (¿negative¿). A new sample was drawn from the patient and tested four days later, and this sample produced low results (¿negative¿) on two atellica im analyzers. There are no allegations of patient or user intervention or adverse health consequences due to the initial discordant result. The serum sample was centrifuged at 2000 rpm for 10 minutes at 20 celsius and was clear. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient sample which was discordant relative to repeat testing. Tnih kit lot 101 was in use at the time. An initial result above reference threshold was obtained for the patient in question. The patient was referred to the emergency room, where a new sample was drawn and tested; this result was below reference threshold (¿negative¿). The original sample was re-tested on two atellica im analyzers, and both results were low (¿negative¿). A new sample was drawn from the patient and tested four days later, and this sample produced low results (¿negative¿) on two atellica im analyzers. There are no allegations of patient or user intervention or adverse health consequences due to the initial discordant result.